Event description:
A u.s. Serious spontaneous report was received from a female consumer, age and race not provided, initials anonymized. Medical history and concomitant medications not provided. Consumer reported that she used a dr. Scholls (no active ingredients) "white foam foot pads" in 2008. No specific product was identified. The consumer reported "in 2008 had a allergic reaction to your white foam pads." She stated "was give meds to heal the reaction, then a snow ball effect of adverse reactions, causing me to be bed ridden." She stated "3 later, I am in great pain and walking is difficult." She stated "many doctors visits later, I am told I am allergic to something touching my feet." She stated that because she had the initial reaction from the foam pads, she is now allergic to whatever the ingredients are in the white foam pads. No specific product was identified. (B)(6) 2011 update phone: the consumer reported "I am calling to let you know that I am filling the questionnaire that you sent me. I want you to know that I am not blaming your company. I have been bandaged up for 2 years. I have had staff infections and the doctor is the cause of my problems. I used your foam insoles. Air pillows that is the name. I am now being seen and tested and for what I am allergic to with a patch test. Can you tell me the ingredients of the air pillow product? I threw away the insoles. I have to wear bedroom slippers all the time. My feet are always swollen. I am (B)(6). I was bedridden for awhile. The doctor gave me some anti-fungal medication to use on my feet and he burned them. These doctors can hurt you worse."